Event description:
It was reported that the patient indicated that the inflatable penile prosthesis deflated spontaneously during sexual intercourse and the pump bulb stayed flat. The patient was expected to undergo surgery for review of the device. No patient complications were reported.